Event description:
It was reported that the programmer had issues starting up and it was further noted that it may also have an issue with its fan. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the system fan was noisy. Unable to confirm that the programmer had issues starting up, however the hard drive was reconfigured and software was reloaded as a preventive measure. Concomitant medical products: product ID 229047 software analyzer. (B)(4).